Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and found hat the cannula was bent. The customer was sent new infusion sets. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.